Manufacturer narrative:
Continuation of d10: product ID: 3389s-40; lot#: va2lblc; implanted: (B)(6) 2022; product type: lead. Product ID: 3708660; serial#: (B)(6); implanted: (B)(6) 2022; product type: extension. Section d information references the main component of the system. Other relevant device(s) are: product ID: 3389s-40, serial/lot #: (B)(6), ubd: 16-feb-2025, UDI#: (B)(4); product ID: 3708660, serial/lot #: (B)(6), ubd: 29-mar-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient's blood pressure dropped to 30 after returning home from surgery and the patient fell into a coma. The patient was sent to the hospital for emergency treatment and their life is no longer in danger. The patient is currently paralyzed in a bed and unable to take care of themselves. It was advised to communicate with the doctor for follow-up treatment. Additional information was received stating that it is unknown when the event occurred. The patient is currently at home. It is unknown the cause of the event, or if the event was related to the deep brain stimulation (dbs) device, therapy, or implant procedure. It is unknown if the issue has been resolved or if the patient has any disabilities due to this event. Additional information was received stating that the surgery was for the implantation of the deep brain stimulation (dbs). Additional information was received stating that it is unknown if the coma has been resolved. It could not be answered on whether or not the patient is still paralyzed or not.